Event description:
It was reported by counsel that claimant underwent right tha on (B)(6) 2013 and was implanted with an lfit anatomic v40 femoral head and #5 accolade tmzf stem. Allegedly she developed metallosis about the hip and has fractured her femoral head off of the trunnion. She was revised on (B)(6) 2024.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: conclusion/assessment: no medical records were provided for review. No postoperative revision films or pre-claim x-rays were provided for review. The pi report notes a revision for metallosis and implant failure. The x-rays do show disassociation of a large metallic head from a tmzf stem. Event confirmation: failure of a v40-accolade tmzf stem combination can be confirmed. Xrays show a head disarticulating from the stem. A revision cannot be confirmed but would be expected. Root cause: the root cause for the unconfirmed revision would be disarticulation of the head from the stem. The root cause of the implant failure would be trunnionosis and failure at the head neck junction. The root cause of the trunnionosis cannot be ascertained without additional information -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported by counsel that claimant underwent right tha on december 26, 2013 and was implanted with an lfit anatomic v40 femoral head and #5 accolade tmzf stem. Allegedly she developed metallosis about the hip and has fractured her femoral head off of the trunnion. She was revised on august 8, 2024. A review of the provided medical information by a clinical consultant indicated:' no medical records were provided for review. No postoperative revision films or pre-claim x-rays were provided for review. The pi report notes a revision for metallosis and implant failure. The x-rays do show disassociation of a large metallic head from a tmzf stem.' 'Failure of a v40-accolade tmzf stem combination can be confirmed. Xrays show a head disarticulating from the stem. A revision cannot be confirmed but would be expected.''the root cause for the unconfirmed revision would be disarticulation of the head from the stem. The root cause of the implant failure would be trunnionosis and failure at the head neck junction. The root cause of the trunnionosis cannot be ascertained without additional information'. Further information such as return of the device, pre- and post-operative x-rays, and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by counsel that claimant underwent right tha on (B)(6) 2013 and was implanted with an lfit anatomic v40 femoral head and #5 accolade tmzf stem. Allegedly she developed metallosis about the hip and has fractured her femoral head off of the trunnion. She was revised on (B)(6) 2024.